Event description:
In 2002, pt had left external iliac palmaz stent inserted and right iliac corinthian stent. In 2003, pt had aortogram with bi-fun run-off angiogram that showed occlusion of right ext iliac-thrombolysis started. Two days later thrombolysis discontinued. The next day re-angiogram revealed partially fractured corinthian stent. Dr inserted 7 x 18mm genesis stent inside fractured stent.